Manufacturer narrative:
Section d1 - brand name: corrected. Section d4 - catalog number: corrected. Section d4 - primary unique device identification (UDI) number: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome cannot be conclusively determined through this evaluation. Additionally, the report of the patient's pump stopping can be confirmed based on the review of the submitted log files. The submitted system controller periodic log file lvad periodic log file revealed the pump was stopped and the intentional pump stop was active beginning at 04:00 on (B)(6) 2024. Based on the no external power alarm also being active, it appears that the driveline was disconnected and reconnected to the controller after power to the mobile power unit (mpu) was lost. By design, the pump will not start without being connected to an external power source. Although the total duration of the pump stop could not be determined, based on the data recorded in the controller and lvad periodic log files, the pump was off for a minimum of 30 minutes between 04:00:17 and 04:30:57 on (B)(6) 2024. The data showed that the pump had resumed operating by 05:00 after the system controller was connected to 14v batteries. All of the data from the event log files was recorded after the pump stop event and showed the pump operating at the set speed with multiple low flow alarms becoming active when the estimated flow decreased below 2.5lpm. All of the captured data showed the system operating as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 1 of the patient handbook cautions that the 11v li-ion backup battery within the system controller should be used only for temporary support during a power-loss emergency. The 11v li-ion backup battery will continue to run the pump if both power cables are disconnected. However, the 11v backup battery will not start the pump without external power applied to the system controller. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The IFU caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A2: patient age not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced a pump stop from a power outage. They may have had a weakness episode that interfered with power swap maneuvers. The pump stopped, the paramedics arrived, restarted the pump and did the cardiac massage. Log files were submitted for review concerning the pump stop event. The periodic log file was set to capture data every 60 minutes and the recorded data indicated the backup battery was used two times between on (B)(6) 2024 0:00:18-1:00:18 and two times between on (B)(6) 2024 3:00:18-4:00:17. The log file captured an event on 04apr2024 on 4:00:17 that indicated a pump stop event occurred and a no external power event was also active at this time. On (B)(6) 2024 at 5:00:17, the recorded data lines indicated that the system controller as connected to battery power and the pump speed was within normal operating speed parameters. It was noted that since the periodic log file only captured data at specific time intervals, further details that may have occurred prior to or after these events were unable to be seen. The event log file contained data from on 04apr2024 8:28:32-9:44:32. The recorded data that might have been associated with the pump off events from earlier on 04apr2024 was likely replaced with newer data. It was noted that the event log file captured low flow alarm events on (B)(6) 2024 and there were also several momentary low flow events recorded; some of these events were very brief and did not generate an alarm. There did not appear to be any type of mechanical circulatory support (mcs) equipment issues that caused these events. The patient then had a brain edema. On (B)(6) 2024 the patient passed away due to withdrawal of care secondary to the brain edema. It was not provided whether the outcome was device or therapy related nor if the device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The pump was not explanted, and no autopsy was performed.